Manufacturer narrative:
An ht70 ventilator was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and the pressure safety valve (black solenoid) was found to have a damaged connector. An investigation was performed and the product analysis technician reported that the reported issue was verified. The root cause was isolated to the solenoids, safety valve and the control printed circuit board assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator was not ventilating. Patient involvement information was not provided by the customer. The ventilator was evaluated and the safety valve was replaced. The ventilator passed self-testing.